Manufacturer narrative:
H6. Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. H11. Additional manufacturer narrative the aquabeam console was not returned for investigation of the reported event. The treatment log files were reviewed and two instances of "e50 - console" error were observed, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number(B)(6) and aquabeam console/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed and states the following: table 5: system detected errors and faults e50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the aquabeam robotic system generated an "e22 - motorpack" error during jet alignment. The aquabeam handpiece was exchanged and once connected to the aquabeam motorpack, the aquabeam robotic system generated an "e50 - console" error. The "e50 - console" error was cleared; however, the aquabeam robotic system generated an unspecified motorpack error. The aquabeam motorpack was disconnected and then reconnected, which cleared the motorpack error; however, the aquabeam robotic system generated another "e50 - console" error. The aquabeam robotic system was reset which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.